Manufacturer narrative:
Corrected data: d7. Added (note: single use device mentioned as yes incorrectly in initial) and h6-medical device problem code. Updated field - b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. A complaint was received via a direct call to the esp regarding a patient who experienced a balloon leak over the weekend. (B)(6), the clinical nurse reported the issue after being informed by staff, although the balloon involved was discarded. (B)(6) also raised concerns about condensation observed in the helium tubing of the iab, which she initially discussed with (B)(6) from esp before I followed up. (B)(6) shared a video showing small, scattered drops of clear condensation, noting the presence of a dependent loop in the tubing, although the unit is typically vigilant about avoiding such setups. Due to the patient¿s history and recent balloon leak, there was concern about the condensation, though it was not significant enough to attempt removal. (B)(6) inquired about changing the helium tubing, and (B)(6) advised that it could be done if the correct size was available. Based on the description, the condensation in the helium tubing appears to be linked to the presence of a dependent loop, which can allow moisture to accumulate. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the reported failure. However, since the product was not returned, we were unable to evaluate the device. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Due to character limitation in e1 for full event site state: (B)(6). Complaint record ID # (B)(4).

Event description:
It was reported that during use, after inserting the 7.5fr iab & accessories sensation plus 40cc intra aortic balloon(iab) catheter had leak. There was no patient injury reported.